Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. While measuring compressions, the patient developed bradycardia and hypotension. After treating the patient with pressers, fluid and placement of a temporary pacing wire, the EKG showed st elevation but this did resolve. After pass criteria was met the device was released. Upon review of the angiograms an air embolism was noted in the right coronary artery. Also temporary right ventricular hypokinesis per echocardiogram. The air embolism and hypokinesis both resolved. The coronary arteries were evaluated via a heart cath and were patent. The patient also had a negative CT and MRI scan to rule out the possibility of a stroke afterwards.